Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center observed evidence of foam particles inside the blower kit. In addition, the device had dust/dirt contamination, fluid contamination, and the service technician also noted error code present e053 (err_comp_log_sem_timeout), e062 (err_stuck_ramp_key), e063 (err_stuck_knob_key), e066 (err_stuck_encoder_b) in the device logs. The device was scrapped as per customer request.